Manufacturer narrative:
Date of the event (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went out of town without bringing their implantable neurostimulator recharger (insr), and while patient was gone, they think stimulation shut off because the ins battery became too low. Loss of therapeutic effect was reported. Patient thinks it was off because when they got up from breakfast, patient could not walk and needed help to get back to room had to go by wheelchair to travel home. Patient has been doing stutter steps and their hands are having issues. Patient mentioned they can normally go a week between recharges and prior to leaving, they were at 75% so had been doing fine. Patient was successfully charging during the call but said the ins battery level still showed low. Patient was encouraged to continue charging and when it was full enough, they should be able to use the patient programmer (pp) to turn stimulation back on. During the call, patient reported several falls, one about 4 weeks ago where patient fell and got the burning electrical feeling like a beehive sting of electric current in their neck which went away right away but then while patient was out of town, they lost balance and fell on the floor in the hotel got the same electrical shock sensation. It was recommended for patient to tell health care provider (hcp) about these falls. Patient stated they have an appointment on the (B)(6) but is trying to get in sooner.